Manufacturer narrative:
Device evaluation : one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump found the pump had damaged lens, corroded battery compartment and missing battery spacers and bumpers. Review of device history log "identified battery low alarm". Functional testing included battery life test. The customer reported issue could not be duplicated. The problem source was identified as missing spacers/ bumpers along with the contact corrosion.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave battery low alarm. No adverse effects were reported.